Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging and the pump shutting down. The customer's blood glucose (bg) was a level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, customer continued to use the pump for insulin therapy.